Event description:
The customer reported the system had an intermittent ma or in error message. This error resulted in a system shutdown. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage supply regulator was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.